Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was big variance on sensor glucose and blood glucose. Customer's blood glucose was 160 mg/dl and sensor glucose was 40 mg/dl. Customer had another sensor where the transmitter did not blink when it was connected to it. Electrode was missing when the sensor was removed. Customer will not be returning the sensor for analysis.